Event description:
It was reported that the patient was going to have the right implantable neurostimulator (ins) removed due to erosion. It was noted that they were thinking that there might be a possible infection. It was noted that they would be doing cultures and that the entire device was to be removed. Additional information received reported that cultures were done and that the results were unknown. It was noted that the location of the infection was at the ins. It was noted that the right ins was affected. It was noted that interventions taken included removed device. It was noted that the patient outcome was unknown. Additional information received reported that the patient¿s devices had been disabled for a very long time due to lack of efficacy. It was noted that the right side was not an infection. It was further noted that there was no infection. It was noted that the right side was explanted. It was noted that the patient outcome was ¿patient¿s left device is still implanted but disabled. Right side was removed.¿ additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2006. Product type: implantable neurostimulator: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3387-40, lot# v003450, implanted: (B)(6) 2006. Product type: lead: product ID 7438, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3387-40, lot# j0537724v, implanted: (B)(6) 2006. Product type: lead: product ID 748251, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3387-40, lot# v003450, implanted: (B)(6) 2006. Product type: lead: product ID 3387-40, lot# j0537724v, implanted: (B)(6) 2006. Product type: lead. (B)(4).